Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 9985737) encountered resistance during delivery through the unspecified microcatheter (mc) but was able to advance. Upon reaching the target site, the stent detached from the delivery wire and was released at the bifurcation of the middle cerebral artery, not in the intended position. Despite this, the stent covered the aneurysm neck completely and the procedure was completed without any reported patient consequences or clinical symptoms. The stent was implanted. Additional event information received on 04-feb-2026 indicated that the target vessel/site being treated was the right middle cerebral artery, segment m1. The microcatheter used was a prowler select plus (lot number: 31674220). The microcatheter did not kink/bent. There was no excessive force used with the devices. The cause of the reported deployment difficulty is not known. There was no severe vascular tortuosity at the target site. It was not necessary to deploy another stent to cover the aneurysm neck.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Deployment difficulty is a known potential product failure associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.